Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. Moisture was found under the display lens. A leak test was performed and failed due to a leak in the keypad. The keypad cover was opened to find no contaminants under the contacts. The pump was opened to find moisture damage on the keypad flex connector. Unrelated to the original complaint, a crack in the battery compartment was found from below the grip pad to the case seal.